Manufacturer narrative:
A ge svc rep performed an over the phone investigation. The customer was instructed to push in the pin on the lemo connector. After doing this, the system was found to be operating as intended.

Event description:
The customer reported that the system had no ac power to the c-arm. No pt injury was reported.